Manufacturer narrative:
(B)(4)

Event description:
It was reported an error occurred during the procedure. A spiroflex angiojet thrombectomy set was selected for use for a coronary angiogram and thrombectomy treatment procedure within an unknown vessel. The patient presented with an acute myocardial infarction. The device was prepared. On initial use of the spiroflex inside the patient, the console gave an error code and it was noticed that saline was coming out of the chamber and going into the angiojet console. The device was checked for any incorrect corrections and the procedure was commenced, however the same error code displayed and saline continued dripping out of the chamber into the console the device was immediately removed and another of the same device was used to complete the procedure. No patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a spiroflex thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. The spike line was cut-off when received. There was fluid in the boot. Functional testing was performed by replacing the spike line and then placing the device in the angiojet console. Functional testing consisted of running the complaint device through the full priming cycle and 180 seconds in thrombectomy mode. The device ran within normal range (9.58 kpsi), without any leaks, issues or alarms. Inspection of the device presented no damage or irregularities. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported an error occurred during the procedure. A spiroflex angiojet thrombectomy set was selected for use for a coronary angiogram and thrombectomy treatment procedure within an unknown vessel. The patient presented with an acute myocardial infarction. The device was prepared. On initial use of the spiroflex inside the patient, the console gave an error code and it was noticed that saline was coming out of the chamber and going into the angiojet console. The device was checked for any incorrect corrections and the procedure was commenced, however the same error code displayed and saline continued dripping out of the chamber into the console the device was immediately removed and another of the same device was used to complete the procedure. No patient complications reported and the patient's status was stable.